Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Information was subsequently received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that there was noise that was oversensed on the atial and ventricular channels. No adverse patient effects were noted as the patient was not dependent.